Event description:
As stated by the customer (B)(6) 2010: incident with a marisa lift and 2 caregivers. Two cnas were transferring a resident using the marisa lift when the lift tipped over and fell onto the two healthcare professionals. (B)(6): stated that they were transferring resident from bed to wheelchair. Note wheelchair is a 28" wide wheelchair. Due to the size of the wheelchair, (B)(6) had to transfer resident from the side of lifter legs open to max. The wheelchair was positioned over leg. As they lowered the resident over the wheelchair the lifter started to tip over. The lift tipped over and hit (B)(6) on the shoulder. No injury to resident. (B)(6) was called into room directly after incident to help remove the marisa lifter off (B)(6) shoulders (cna). Lift was found to be in pretty good condition with only minor scratches and paint peeling noticed. Everything functioned per specs. The tech was unable to get pictures of the sling. The sling was being used on a resident in the shower at the time of interview. Tech confirmed the sling was in good condition. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.